Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on?---unk. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? --- the procedure name was not lar but cholecystectomy. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The device was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed seven conforming clips then it did lockout without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laproscopic low anterior resection procedure, there was an unexpected resistance in grasping the trigger. There was a gap between the fired clip. Another device was used to complete the case. There were no adverse consequences to the patient.